Manufacturer narrative:
(B)(4). Brand name adult medium concentration mask. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4).

Manufacturer narrative:
Date rec'd: 07/2020. MFR date: 07/2015. Based on the available information, this event is deemed to be a reportable malfunction. No harm was reported. A return sample was not available for evaluation; therefore we could not confirm a discrepancy in the product. After a detailed batch record review, no discrepancies were found, the product was manufactured according to specification using the approved materials/ components. There is not enough information to conclude that the product did not meet specification and perform as intended, product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, this complaint will be closed. Additional patient/event information was requested, but not yet received. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the intermediate tubing connectors on the aerflo adult oxygen mask were very rigid and when applied to the oxygen outlet on the wall as well as the anesthetic machine. As soon as the oxygen is turned on and it becomes loose and detaches from the outlet. It is unknown if the device was used on a patient, no patient harm or further information was reported.